Event description:
It was reported that the cuff of the tracheostomy tube was not inflating properly, and the air was leaking. The same tube was tried twice on the same patient. No injury was reported.